Manufacturer narrative:
Investigation included device-use troubleshooting and user education on correct connector attachment. Investigation of this case revealed incorrect deployment of the infusion set connection by the user. It was concluded that the event resulted from user handling and that the device functioned as designed once properly set up.

Event description:
It was reported that the infusion set connector for an ilet pump using a teflon inset was not twisted and locked, which allowed the cartridge and tubing to detach from the device and resulted in a damaged cartridge; after troubleshooting, the user performed a complete supply change and insulin delivery resumed, with blood glucose reported as unaffected. Symptoms included no reported adverse clinical effects. Outcomes included no medical intervention, no hospitalization, and uninterrupted glycemic control after restoration of therapy.